Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device had been displaying a fatal error message. A technical support specialist followed the knowledge article for data synchronization, proceeded to back up the database, and completed a full data sync to resolve the issue. The issue was confirmed as resolved with the customer. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was showing fatal error message. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.